Event description:
While calibrating the ventilator in between pts the unit would not hold 40 cm h20 of peep.

Manufacturer narrative:
The air module was evaluated. The problem was caused by a broken diaphragm.